Event description:
Procedure type: sigmoidectomy. According to the reporter: the sigmoid stump (former stomi) was closed with the first ta4535s but the staple line was leaking so a second ta45 sulu was used behind the first one. When the surgeon was about to do a side to end anastomosis, he discovered that the staple line on the rectal stump was leaking as well. The surgeon had to over sew with stitches. The patient became septic after the operation and had to stay three extra days in hospital. The operation time was delayed by approximately one hour. There was no increased blood loss. Nothing fell into patient cavity, no unanticipated loss or irreversible damage to vascular tissue, no extension of the incision by more than 1 inch. No reinforcement material was used.

Manufacturer narrative:
(B)(4).